Event description:
It was reported that the patient requested replacement teflon infusion sets and a connector after two infusion sets fell apart during application and one connector could not attach to the pump and troubleshooting and education were completed with no device alerts or alarms. Investigation of this case revealed user difficulty with infusion set integrity during application and connector engagement with the pump, consistent with a product performance issue involving the infusion set and connector components. No symptoms during the event reported. Outcomes included product replacement without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related handling and mechanical connection difficulty.